Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle 25g 1in had foreign matter sengkang polyclinic team has raised a concern regarding the bd precisionglide needle 25g x 1" tw (0.5mm x 25mm), as they observed a cotton-like material at the needle joint.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photo. The foreign matter highlighted in the return photo is highly likely to be epoxy trailing. No samples were returned to measure the epoxy trailing. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
Our quality engineer inspected the photo and 101 samples submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the samples. Analysis of the samples showed epoxy trailing. No foreign matter was observed on the samples. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. No foreign matter was observed, and all samples passed the inspection criteria. It is likely that the user was referring to the epoxy trailing. Epoxy is used in the needle assembly process. The primary function of the epoxy is to bond the cannula firmly into the needle hub. A small amount of epoxy trailing can naturally occur during application. There is a visual inspection in place to ensure that any epoxy trailing remains within the allowable limit, as defined in the process requirements.